Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-19818. It was reported the patient experienced swelling and redness at the ipg pocket site and the lead insertion site. The physician opened the ipg pocket site and the lead insertion site and took cultures, no devices were explanted. The pt was prescribed oral antibiotics. Follow up revealed the cultures were negative. The pt was seen on (B)(6) 2013 and the redness and swelling has resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.